Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a transplant. Whether the outcome was device or therapy related was not provided by the customer. The pump would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
As of (B)(6) 2025, the site was unable to provide information on the patient, as there was no record of a patient at the center with the referenced initials and implant date. Therefore, it could not be confirmed whether the patient was elevated on the transplant list due to a device or therapy related issue. It was also unclear whether the transplant was considered routine or if the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the event(s) that prompted the transplant could not be conclusively established. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.